Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing a pod on the abdomen for longer than 72 hours. In late (B)(6) 2025, the patient experienced persistently elevated blood glucose levels accompanied by acid buildup suggestive of a ketoacidosis-like condition. The patient reported glucose values around 300 mg/dl (16.7 mmol/l) and noted that a discard pod alert had appeared. The patient also recalled a pod error message beginning with ¿19,¿ although the exact code could not be confirmed. The patient sought medical attention on approximately (B)(6) 2025 due to the elevated glucose levels and acid buildup. Upon arrival at the hospital, healthcare staff removed the pod to initiate intravenous treatment (medication names unknown). The patient remained hospitalized for four days and was discharged on (B)(6) 2026. No specific medical diagnosis was reported other than high glucose levels and acid buildup. After discharge, the patient resumed insulin therapy using a new pod without further reported issues.